Event description:
The customer reported false positive results for two patients with the determine hiv 1/2 ag/ab combo test performed on various dates. This report addresses patient two (2) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative confirmatory test using the attelica method. The patient did not receive art. It is not known if the patient was pregnant at the time of testing. No other information, including patient treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Correction: b5; h11 - the information on the previous submission (follow up #1) was reported erroneously and not able to be confirmed by the customer. This remains a reportable event. E1 - removed state from city field, h6 - added component code, h10 - na to blank. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results for two patients with the determine hiv 1/2 ag/ab combo test performed on various dates. This report addresses patient two (2) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative confirmatory test using the attelica method. The patient was pregnant at the time of testing. No other information, including patient treatment and outcome, was provided.

Event description:
The customer reported false positive results for two patients with the determine hiv 1/2 ag/ab combo test performed on various dates. This report addresses patient two (2) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative confirmatory test using the attelica method. The patient was pregnant at the time of testing. No other information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000939868 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000939868, device part number 10732998 / lot 944760. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000939868 showed that the complaint rate is (B)(4) . As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000939868, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Manufacturer narrative:
Correction: b5 - describe event or problem: event updated with new information provided by the customer. New information was provided from the customer on 04 mar 2025 that indicated that the patient was pregnant at the time of testing, but was confirmed to not have received anti-retroviral treatment (art). Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer reported false positive results for two patients with the determine hiv 1/2 ag/ab combo test performed on various dates. This report addresses patient two (2) of two (2). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo test performed on (B)(6) 2025. The patient received a negative confirmatory test using the attelica method. The patient was pregnant at the time of testing. The patient was confirmed to have not received art. No other information, including patient treatment and outcome, was provided.